Manufacturer narrative:
The fracture occurred at the root of a thread. Figure 1 shows a photograph of the nonfractured sample. A black arrow indicates the location of the fracture on the fractured screw. The location was at the thread located closest to the head. This thread would be the last one to go into the bone and was the largest in cross sectional area. However, the root of a thread provides a notch on the surface of the material which causes a stress concentration at that location. Titanium is a material that is somewhat notch sensitive due to its atomic structure. The optical examination revealed that the appearance of the fracture surface was flat in nature while the last region of fracture showed a ductile shear lip. It verified that the fracture originated at the screw thread root. Only one fracture origin was observed indicating that the stresses were higher in that region than others. Sem analysis of the fracture surface revealed brittle intergranular fracture near the origin, while the center of the fracture surface showed ductile dimples. The terminal region of the fracture also showed ductile fracture. Figure 2 shows an overall photograph of the fracture with secondary cracking. Figure 4 shows the ductile fracture surface near the center of the fracture surface. Some secondary cracking exists in this region as well. No indications of fatigue were observed. Eds analysis revealed a titatnium alloy with approximately 6.1% aluminum and 5.1% vanadium. This alloy content is somewhat out of specification for ti-6ai-4v which the part is specified to be made from. However, eds is semiquantitative and this deviation is not abnormal for semiquantitative analysis. Microstructural analysis of the screw showed no microstructural anomalies which would have enhanced crack formation or other localized weaknesses in the plate. Figure 5 shows the microstructure of the titanium at the fracture surface. This is a fine grained material. The tested titanium screw fractured as a result of a single cycle bending-tension overload. The fracture originated at a thread root.